Event description:
The surgeon reports that while inserting the mi60l intraocular lens into the pt's left eye using the lp604350 viscoject 1.8 inserter, the "sleeve" of the inserter came off and had to be pulled out of the incision causing the capsule to rupture. The lens was removed, a vitrectomy was performed, and a sulcus lens was successfully implanted. The pt's postoperative manifest refraction was plano -2.25 x 70 and their best corrected distance visual acuity was reported as 20/40-1 on (B)(6) 2011. Reference MDR #1119279-2011-00152 for the delivery device.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Based on current info, the root cause of the event cannot be determined. However, in the surgeon's opinion the event is due to the lens being loaded improperly.